Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. There have been no other complaints reported in the lot number. Add'l info was requested 07/01/2011, 07/05/2011 and 07/11/2011 by phone, fax and mail. Add'l info was rec'd 07/05/2011 by phone. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A purchasing coordinator reported that five intraocular lenses have been explanted in the current yr due to hyperopic surprises. All pts are doing well and are happy with the outcome following the exchanges. Add'l info has been requested. There are five medical device reports associated with these events; this report is for the fifth pt.